Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent an unrelated surgical procedure and the device was not placed into surgery mode. A field representative attempted to establish a connection to the ipg with the cp but was unable to. As a result, the ipg was replaced to address the issue. Effective therapy was established post operation.